Event description:
It was reported that a device experienced a fault in the air-in-line detector. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.